Event description:
Customer reported that the end user claimed the product caused her skin to get infected.

Manufacturer narrative:
The end-user has not responded to three attempts from the MFR to obtain more info to investigate. The sterilization validation report for the sterilization cycle used for this product was reviewed as part of the investigation. There was nothing identified in the sterilization cycle that may affect product performance. Initially, MFR made a decision that an MDR was not required. However, based on a (B)(4) observation resulting from an FDA inspection, this complaint was re-evaluated the MDR is being filed since it cannot be determined whether or not the end-user had to seek medical treatment for the infection.